Manufacturer narrative:
The facility discarded this product; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during an av fistula angioplasty treatment procedure involving the common iliac vein, balloon removal difficulties were encountered. Using a micropuncture set, access to the fistula was obtained. Angiogram showed that there was no intragraft stenosis; however, there was an 80-90% stenosis of the external iliac vein at the pelvic brim. The femoral vein graft junction and the central vessels were patent without stenosis. The guidewire was then placed in the 6f catheter and it was replaced with a 12x4 mm balloon. The balloon was advanced to the stenotic area and inflated once to 4 atms. Following angioplasty, the lesion remained 20% stenotic. The balloon could not be withdrawn back through the 8f sheath. The entire system was removed. Pt status is reported as "good blood flow obtained across the lesion after angioplasty. Pt tolerated procedure without difficulty." The pt was sent home with a recommendation to return the next week for permacath removal.